Event description:
During an in-clinic follow-up, the device was found in back up vvi mode. Technical support was contacted and the device was reprogrammed to resolve this event. The patient was stable.

Event description:
Additional information was received that back up vvi resulted in loss of defibrillation therapy.